Manufacturer narrative:
Many good faith efforts were made to obtain additional information however no response was received. The resolution and disposition are unknown. Based on information provided and/or service performed, the customers alleged malfunction was confirmed. The root cause is unknown.

Manufacturer narrative:
Date of report: 14jul2021. There was no patient involvement.

Event description:
The customer reported the o2 manifold has a faulty check valve. There was no patient involvement. The remote service engineer provided the customer with the part number for the o2 manifold and the transport cart. Other information is pending.